Event description:
Home pt (hp) reports calling baxter's technical service center for assistance with an alarm situation during homechoice treatment. Hp reports that 2 days prior to call, they noted water leaking from door of homechoice device and onto floor. Hp reports nothing unusual noted with homechoice set. Hp reports they received swap machine in 10-2002, and has experienced no further difficulties during therapy. No pt injury or medical intervention required per hp.